Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
The customer called and stated that this unit has a "motor fault" alarm in the message/alert banner. It is unknown if there was any patient involvement at the time of the incident.